Event description:
It was reported that this leas was presenting helix extension issues, the physician struggle getting the helix out. Later on, the lead presented high impedance out of range. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this leas was presenting helix extension issues, the physician struggle getting the helix out. Later on, the lead presented high impedance out of range and high capture thresholds. The lead was successfully revised. No additional adverse patient effects were reported.

Event description:
It was reported that this leas was presenting helix extension issues, the physician struggle getting the helix out. Later on, the lead presented high impedance out of range and high capture thresholds. The lead was successfully revised. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.